Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Diagnostic testing revealed multiple high impedance contacts. X-rays did not show any anomalies. Reprogramming attempts were unsuccessful in resolving the issue. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the sjm representative reported the information previously reported on this issue does not apply to this patient. The reported lead remains implanted and the next course of action is undecided. The reported lead details are unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgery on (B)(6) 2016. Intra-operative testing of the reported lead confirmed invalid/high impedances. The physician proceeded with explanting the lead.